Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned as it was placed in the lesion. The bumper tip of the device showed no signs of damage. The balloon was compressed near the distal cone. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. Functional testing was completed by successfully advancing and withdrawing the device through a 5fr guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the mildly tortuous and non calcified distal right coronary artery (rca). After deploying a 2.50x16 synergy¿ drug eluting stent to the target lesion, the delivery system was attempted to be removed. However, during removal of the device from the patient, resistance was encountered at the ostial area of the guiding catheter. When the device was removed from the patient, the distal area of the stent balloon was found kinked. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the mildly tortuous and non calcified distal right coronary artery (rca). After deploying a 2.50x16 synergy¿ drug eluting stent to the target lesion, the delivery system was attempted to be removed. However, during removal of the device from the patient, resistance was encountered at the ostial area of the guiding catheter. When the device was removed from the patient, the distal area of the stent balloon was found kinked. The procedure was completed with this device. No patient complications were reported and the patient's status was good.